Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received blood glucose results of 60 mg/dl, 90 mg/dl, 88 mg/dl, and 82 mg/dl on the aviva system. The timeframe between the results and the event was not provided. The patient had blurry vision and thought he was having symptoms of hypoglycemia. The patient drove himself to the hospital and the blood glucose result was "over 800 mg/dl" on the hospital meter. The patient was treated with insulin and he was hospitalized for one day. No further information was provided. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.